Manufacturer narrative:
The device image was reviewed and the device reached eri but not end of service (eos); however, the estimated longevity was not within specifications. Electrical and functional testing was completed and found to be normal. The device was cut open for further investigation and a high input current anomaly was found to be the cause of the premature depletion.

Event description:
This report is to advise of an event observed during analysis.